Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received for evaluation. Evaluation status: 9 events were confirmed during testing. 8 devices were found to be affected by missing components. 1 device was found to be affected by a fractured component. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device had a component detach. 9 events had no patient involvement; no patient impact.